Event description:
It was reported that the pt's knee was revised due to wear of the articular surface, including damage to the tibial and femoral components. Massive metal abrasion and metallosis was noted.

Manufacturer narrative:
This report will be amended when our investigation is complete.